Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at a routine follow up visit, this right ventricular (rv) lead exhibited high thresholds. X-ray revealed rv lead dislodgement with a perforation of the pericardium. A revision procedure was performed, and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at a routine follow up visit, this right ventricular (rv) lead exhibited high thresholds. X-ray revealed rv lead dislodgement with a perforation of the pericardium. A revision procedure was performed, and the lead was explanted and replaced. No additional adverse patient effects were reported.